Event description:
Provider states that the power switch is causing no alarm.

Manufacturer narrative:
Should additional information become available for the patient, a supplemental record will be filed.